Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The caller confirmed the patient displayed the physical symptoms that happened every time stimulation was turned back on after it had been off: it took his breath away for 2 seconds like someone was electrocuting him and the patient said it was like rumbling down his right arm and he got stiff. The caller stated this had been happening since he got the implant.